Event description:
It was reported that the pt's pump had a motor stall. There was no info regarding the length of the stall; if there was a recovery or if the pt was exposed to any sources of emi (electromagnetic interference) when the stall occurred. The pt had a new pump implanted. The pt's outcome was reported as "no injury". The medication being delivered via the device system was "mo".

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.